Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. It was found that the air flow on the pneumatics screen was negative 3.7. The unit was coming out of standby mode due to it is sensing a negative flow. The pse recommended that the flow sensor be replaced to address the issue. The gas delivery system (gds) was received for failure investigation. The root cause was failure was traced to an out of spec u1 on the air flow sensor pcba generating the failure with this unit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator comes out of standby mode. The ventilator was not in use on a patient at the time of the event occurred.